Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-03871, 3005099803-2009-03872, 3005099803-2009-03873, and 3005099803-2009-03874 for a description of the other devices. It was reported to boston scientific corp that several devices were used during an esophagogastroduodenoscopy and polypectomy procedure performed on (B)(6) 2009. According to the complainant, the physician used a snare to cauterize a polyp and the current failed. The physician used a second snare and then a third snare and was still unable to transmit current through the tissue. The generator (erbe corp) was exchanged and a fourth snare was used to successfully complete the polypectomy procedure. The physician attempted to use a resolution clip (hemostasis device) to control the bleeding following the polypectomy. The clip would not exit the sheath. The physician removed this device and used a second of the same device and the clip would not exit the sheath. The physician used a third clip to complete the hemostasis. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info that becomes available, a supplemental medwatch will be filed. (B)(4).